Event description:
It was reported that during routine follow-up this pacemaker was discovered to be in safety mode. The device was immediately explanted and replaced without complication and is expected to be returned for analysis. No additional adverse patient effects were reported.